Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues and incontinence with an artificial urinary sphincter (aus) as the device did not work anymore. A replacement surgery was performed in which the existing double cuffed device was removed and a new aus was implanted. Upon explant, fluid loss due to a hole in the balloon was identified. There were no further patient complications.